Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There was no pt or user injury, and no adverse consequences were reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation. The customer sent the device to a third-party facility for repair. The reported condition of the device overheating during usage cannot be confirmed without the product being available for eval.